Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 31mm proximal of weld site and was rec'd out of lead body due to the separated bond condition of the outer polyurethane insulation to the proximal side of the anode band. The proximal section of j stiffener wire measures approx 57mm and has migrated down lead body approx 52mm proximal of weld site. Visual inspection under 30x magnification also indicates the distal end of the proximal approx 57mm portion of j stiffener wire has abraded a hole in the outer polyurethane insulation approx 43mm proximal of the weld site.

Event description:
Device analysis is provided.